Event description:
It was reported that the patient presented in pulse generator changeout. During the procedure, it was found that the patient's right ventricular lead sustained insulation damage. Loss of capture and inappropriate sensing were also noted. The lead was capped and replaced during procedure on (B)(6) 2022. The patient was stable.